Event description:
The affiliate reports that the patient showed symptoms of under drainage. The surgeon assumed the valve was disfunctioning. He decided to explant the valve. During the explantation the surgeon flushed the valve and afterwards it was not longer functional. The surgeon replaced the valve with a new one.